Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva leaked or sprayed during contrast infusion the following information was provided by the initial reporter: when using bd nexvia dual port closed IV system 18g for IV cta contrast use, the contrast leaked or sprayed out during the test. Wondering if this is user error, "something" that could be improved or if other hospitals have experienced the same. IV site was not infiltrated. IV cta not valid or diagnostic d/t contrast leaking from IV site. 21nov adverse event or serious injury reported to patient or healthcare professional? The patients' test results were non diagnostic, as they did not receive CT contrast was there a delay of, or change in, the course of treatment due to the event? No change in treatment, however the patients did not have test results from their CT angiograms. How was the patient outcome? Are there any clinical signs, health consequences or impact? No known health consequences for either patient. How was treatment completed for customer? The IV was find for normal use, just didnt work for contrast patient status? 1st patient, discharged the next day, 2nd patient transferred to another hospital.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.